Event description:
It was reported that the patient underwent a total ankle replacement surgery. Sometime post-op, it was reported that the patient will need to undergo a revision surgery due to reasons that were not available at the time of this report.

Manufacturer narrative:
Please note correction to method codes and health impact code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The radiographic images provided were not of sufficient quality to draw a conclusion. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned as it is still in the patient. Films were received for review; however, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Sometime post-op, it was reported that the patient will need to undergo a revision surgery due to reasons that were not available at the time of this report.